Event description:
Additional information received indicated that the lead was electrically stable and remains implanted.

Event description:
It was reported that externalized conductors were observed. No further information is available.

Manufacturer narrative:
(B)(4).